Manufacturer narrative:
Complaint (B)(4). Received customer picture. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. The customer did not allege a product malfunction/deficiency. The cause of the event cannot be established.

Event description:
The customer reported a needlestick occurred after blood collection as they attempted to to activate the safety feature and the safety popped off the holder. The customer advised the needle stick occurred on their left index finger at the palm.